Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73j1800385 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the experienced hemolok surgeon reported the clip applier jammed and the actual clip broke in half. The half pieces went inside the patient and had to be retrieved using a grasper. The unit was disposed of however the lot number recorded. It also looked as if every second clip came out closed essentially causing firing and clipping issues.